Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk. During introduction, a 2.00 mm x 15 mm emerge¿ balloon catheter was advanced together with a 3.0 x 12 non-bsc balloon catheter through the guide catheter. However, resistance was encountered, so the device was simply removed. Outside of the patient's body, the device was checked and it was noticed that the balloon portion was found to be ruptured and it looked like it was "crumpled". The procedure was complete with another of the same device. No patient complications and injury were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the inflation lumen and the balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. The device was hooked up to an inflation device containing water and the device leaked water from the shaft starting at the exit notch. There is a tear in the shaft at the exit notch causing the device to leak at that location. The tear at the exit notch is consistent with damage that is caused by the guide wire. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Reviews of documentation to ensure that all required in-process and final inspections and testing were completed and all acceptance criteria were met. There is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk. During introduction, a 2.00mm x 15mm emerge balloon catheter was advanced together with a 3.0x12 non-bsc balloon catheter through the guide catheter. However, resistance was encountered, so the device was simply removed. Outside of the patient's body, the device was checked and it was noticed that the balloon portion was found to be ruptured and it looked like it was "crumpled". The procedure was complete with another of the same device. No patient complications and injury were reported.